Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2018-02413. It was reported the patient experienced fluid leaking from the trial lead site. Reportedly, a day after the trial procedure, the patient stated there was a pinkish-colored fluid leaking out of one of the two trial lead sites. The patient went to the physician, and one trial lead was pulled and the site was closed and dressed. However, the other trial lead site started leaking clear fluid and, the patient had a headache. Subsequently, the second lead was pulled and the patient was sent to the ER where a blood patch was performed. In addition, the headache resolved after the blood patch was done.